Manufacturer narrative:
Device evaluated by manufacturer: a promus element plus,mr,ous 2.25x16mm stent delivery system (sds) (B)(4) was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts bunched distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurements. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable on device analysis completed on (B)(6) 2021. It was reported that the device could not cross the lesion. The 90% stenosed target lesion was located in a severely tortuous and angulated left coronary artery. A 2.25x16mm promus element plus was selected for treatment. The promus element plus stent could not cross the lesion. The procedure was completed with an alternate treatment. The patient condition was stable. However, device analysis revealed proximal stent damage.